Manufacturer narrative:
Additional manufacturer narrative: updated sections d4 (expiration date) and h4. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Corrected data: updated section h6.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The heart is a multivalvular system with heart valves function to promote coordinated forward blood flow during the cardiac cycle. Repairing or replacing one valve might affect the function of another valve by changing the heart structure and/or the hemodynamics. Additional unplanned intervention might be required to restore the normal forward blood flow. The potential for serious injury is not remote. These events will reportable if unplanned surgical/percutaneous intervention is indicated or performed as a result of cardiac valve replacement/repair complications, examples include: native valve regurgitation, left ventricular outflow tract obstruction, systolic anterior motion of the mitral valve, etc. In this case, the patient developed a severe mitral insufficiency and underwent an unplanned mitral valve replacement post aortic valve replacement. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned through medical records that after a 19mm valve was implanted, while coming off bypass, the patient was noted to have severe mitral valve insufficiency which was not present preoperatively with what appeared to be a laceration of the anterior leaflet of the mitral valve. The mitral valve was replaced with a 25mm non-edwards valve. The patient was transferred to the cvicu in critical but stable condition. The patient expired on the same day due to hypoxia. Per received records, this case involved a (B)(6) woman with bicuspid aortic valve and symptomatic aortic stenosis. She underwent surgical aortic valve replacement with a 19mm aortic valve. This was uneventful. While coming off bypass, the patient was noted ta have severe mitral insufficiency with what appeared to be a laceration of the anterior leaflet of the mitral valve. Attempts were made to repair this unsuccessfully and eventually, she had to have the valve replaced with a 25mm non-edwards valve. The patient was weaned off bypass with high-dose inotropes in a paced rhythm and taken back to the ICU. After several hours, she became profoundly hypoxic and fibrillated. Attempts to resuscitate her in the unit were unsuccessful and she remained very hypoxic. The patient was taken urgently back to the operating room for re-exploration. On opening the chest, she was noted to have some rv failure and persistent hypoxia. Despite multiple attempts, the team was unable to reverse her hypoxia in the operating room and the patient expired.